Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device keeps alarming about the door. One of the foot pegs on the door latch was broken; replaced door latch and the error stopped.